Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, the reported filter migration appears to be related to circumstances of the procedure. It is likely that after the filter was placed, the barewire was inadvertently pulled causing the filter to pull back into the stent. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported the procedure was to treat a lesion in the distal left popliteal artery. The emboshield nav6 embolic protection system (eps) was advanced; however when deploying the filter, the physician pulled the barewire back into the stent. The physician was able to retrieve the filter with no issue and continued the procedure with another same size device. However, while deploying the second filter, the physician went in using a jetstream device and grabbed the viabah stent, but the ptfe coating was getting caught between the barewire and the jetstream, which caused the jetstream to seize on the wire. The physician then pulled the sheath down and was able to remove the device and wire as one unit. They retracted the filter and confirmed there was nothing in the filter or inside the patient. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.